Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid and the dilution cup overflowed. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer (fe) arrived on site and determined that the connector to the waste container was disconnected. The fe re-connected the waste line to return the instrument to expected operation. This customer had not logged any complaints against this analyzer since the incident. Incident is isolated.